Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was implanted with a standard electrode 101734. Only 4 electrodes caused a hearing sensation. The team at the clinic decided to replace the implant because of the limited performance. During revision surgery, the surgeon used a m electrode - 103745, but was not able to insert it sufficiently. No further information about why he was not able to insert the m electrode. The patient was finally implanted with 109073s implant. The implant 103745 was in touch with human tissue. At first fitting and, then the one month fitting with 109073s, the boy shows responses on the 6 most apical channels only. The team at the clinic is considering re-implantation due to the limited performance of the patient. The patient has a mondini malformation. No further information about the grade. There is no indication of a technical problem with the implant.